Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that upon the completion of threshold testing, it took three seconds for capture to resume and the patient was symptomatic. Boston scientific technical services (ts) reviewed the electrogram strip and noted three smaller inflections on the ventricular channel where it was difficult to determine if it was capturing. After these three smaller inflections, normal pacing and capture resumed. It was noted that the patient was symptomatic at the end of the threshold testing. Boston scientific technical services (ts) discussed that telemetry may be playing a role. It was also discussed that following ending a threshold test, although testing will terminate within two seconds, there has been up to three seconds observed between end test and transition to normal pacing. The pacemaker remains in service and no additional adverse patient effects were reported.